Event description:
Follow up information identified the patient underwent surgical intervention on an unknown date where the ipg was explanted. Surgical intervention was planned to re-implant the ipg on (B)(6) 2018.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It has been reported the patient has been experiencing the ipg pocket erosion for months. The patient was seen by a wound care facility to treat the incision however the wound did not heal. The incision has been open for months with the ipg exposed and partially visible. Cultures were taken and were positive for staphylococcus infection. Surgical intervention may be pending to address this issue.